Event description:
During a shoulder arthroscopy the surgeon noted a piece of plastic floating. Surgeon used graspers to remove two extremely small pieces of plastic which he believed to be from the arthrocare wand. No impact to patient care.